Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and e70 error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing however, unable to perform no delivery test due to motor error alarm. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump passed self test and was monitored for 72 hours and no unexpected check settings or auto off alarm noted. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No unexpected low reservoir alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that she was hospitalized on (B)(6) 2016. The customer's blood glucose level was 1,300 mg/dl. The customer treated her high blood glucose level with manual injections. She was drinking a lot of liquids and was very dehydrated. The customer stopped using the insulin pump four to five hours prior to hospitalization. The insulin pump alarmed no delivery, battery out limit, motor error, motor position encoder error, check settings, low reservoir, and auto off. The no delivery alarm was resolved with an infusion set change. The batteries were out of the insulin pump greater than duration allowed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.